Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 52 mg/dl. Reportedly, the customer believes that they need to adjust the carb ratio and is what cause them to low. The customer ate carbs to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.